Event description:
Subsequent to the previously filed medwatch report, the case description has been corrected: reportedly, a link break occurred with the first proglide device that was attempted. A suture break occurred with the second one attempted and a cuff miss was noticed on the third proglide device that was attempted. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, no angiogram was performed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional two proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, no femoral angiogram or other imaging was taken to verify the puncture site. Reportedly, a suture break occurred with the first two proglides that were attempted. A cuff miss was noticed on the third proglide device that was attempted. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.